Event description:
During an ercp procedure, the physician used a wilson-cook web ii memory double lumen extraction basket. During system preparation, the basket was not extended. When extension of the basket was attempted, resistance was encountered. When pressure was applied to the handle assembly, the inner drive wire punctured the outer sheath near the proximal end of the device. The basket was removed and another basket was used to complete the procedure. The user's hand was not injured. The pt did not experienced an adverse event due to this occurrence.